Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 1 event was reported for this quarter. Product return status - 1 device was not available to stryker for evaluation. Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not returned.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached. 1 event had patient involvement; no patient impact.